Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump did not respond when the customer attempted to "inject insulin". Customer was admitted to the hospital for "severe ketoacidosis". Customer's blood glucose level was not provided. While at the hospital, the infusion set was removed and discarded. Pump therapy was discontinued. Customer treatment information was not provided. Pump history showed that basal insulin continued to deliver insulin until it was stopped in the emergency room. There were no related pump error messages, alerts or alarms other than a low battery alert that occurred after the event. Although requested, additional information was not provided due to personal health privacy.